Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, implanted: (B)(6) 2012, product type: lead, product ID: 3037, serial#: unknown. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient did not think the device was helping with their urinary symptoms. They knew the device was on because they could feel it when they increased it. They asked about programs and information was reviewed. The patient also noticed diarrhea and constipation around the same time that the bladder control issues occurred. There were no device issues reported. The patient was emailed physician listings. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient on 2020-oct-06. The patient reported that their reason for the call was that they were ¿stuck with this programmer and can¿t make it work.¿ the patient reported that they used the programmer in the past regularly and that they had gone to change programs and there were two icons coming up. The patient noted they couldn¿t explain them but it wouldn¿t ¿go anyplace¿ after they saw the two icons the day prior to the call. The patient reported they were adjusting the settings because they thought the system has gradually red uced its effectiveness over the years. The patient stated they were not sure if they got total relief; it might help a little. The patient reported they still had urges and leakage and they thought it helped maybe 50-60%. The patient reported they needed to test it out since they had been on 0.0 volts. The patient reported a few days ago they were in the programmer and it was hurting them a little so they turned it down to zero. The patient stated that they then tried to go again or turn to different program. The patient reported they have tried all four programs and they didn¿t know what program they should be using. They stated they thought they were on program 1 before. While on the call, they checked the current setting and the patient¿s stimulation was on and they were on program 3 at 0.0 volts. Patient services walked the patient through going to program 1 at .9 volts and advised the patient to monitor their symptoms for a couple days to see if their symptoms improved. It was also noted that the patient has had constipation ¿really bad¿ that had started basically about a year ago. The patient asked ifthe stimulation could cause issues with the bowel and patient services explained that it could change the bowel function. The patient was also advised that since they had tried all four programs they might need new programs or they might need adjustments to the setting to help with the patient¿s bowel issue. It was noted that the patient had moved and they went to a urologist who wasn¿t familiar with the ins so they were given another health care professional (hcp) to go to and that hcp had recommended that the patient see a technician. The patient reported that the technician was aware they were having issues. The patient also reported they had technicians come in and monitor their symptoms and they stated that three out of the four electrodes were working. The patient stated this was probably 5 years ago. The patient was sent health care professional (hcp) listings as they currently didn¿t have an hcp since their move. No further complications were reported at this time.